Event description:
A malfunction was reported on a customer's pump, displaying the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. After resetting, the issue did not recur, and the customer was advised to continue using the pump and to contact support again if the malfunction reappeared.